Manufacturer narrative:
Combination product: yes.

Event description:
Out of range shock impedance reported march 4, 2025. Rv pacing impedance also increased a couple hundred ohms. Recommended evaluating lead in person and discussing with ep. Device remains implanted.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.